Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged touchscreen) was confirmed. As received, the monitor's touchscreen was non-functional. Upon investigation, there was extensive contamination found throughout the monitor on the c/a board and on the response button cable. The contamination also caused a short to the 5v power supply. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor's touchscreen was non-functional.